Manufacturer narrative:
Patient identifier, corrected data: the initial report inadvertently reported this data incorrectly.

Manufacturer narrative:
Analysis of programming history..

Event description:
During periodic review of programming history, it was observed that a partial programming event (programming was interrupted) occurred on (B)(6) 2011 in which the settings were changed to unintended parameters. The patient¿s settings were not corrected prior to the patient leaving the clinic. A final interrogation was not performed to confirm intended settings as indicated in manufacturer labeling. No patient adverse events were reported.